Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, non-calcified patent ductus arteriosus (pda) that was 30% stenosed for a pediatric patient. A 9.0 x 19mm omnilink elite was advanced to the target lesion. However, the stent shifted proximally from the balloon while attempting to cross in the pulmonary artery. The device was simply withdrawn as a single unit along with the sheath. The procedure was then completed because the site had no additional 9.0 x 19mm omnilink elite in their inventory. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.